Manufacturer narrative:
The lot know for the abutment screw is unknown.

Event description:
It was reported that the patient showed up at the doctors office and was found to have a abutment screw fractured in patient's mouth. The abutment and screw originally placed on (B)(6) 2014. Screw fracture occurred on (B)(6) 2017.

Manufacturer narrative:
One (1) gold-tite hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the middle of the thread region. The drive feature is worn. The complaint is therefore confirmed. There was no device lot # provided so a device history record review and a complaint history review was not performed. A probable root cause for the failure could not be determined.